Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was no evidence of intermittent power recorded in the black box. The threads on the battery compartment and cap were intact. Battery compartment cracked from the case seal to just below the threads. There was no corrosion or moisture in battery compartment or on cap. Able to fully tighten battery cap. Investigators were able to turn cap one full turn with out loss of power. The battery cap measurements were within specifications. Opened pump and removed from case. Inspected power circuits no defects found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.